Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture" via imaging. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later healthcare professional reported ¿capsular contracture baker grade iii¿ and ¿possible rupture¿. Later patient reported ¿possible partial rupture of the breast implant¿. Patient later reported "significant shell rupture with visible silicone gel leakage" and " not a minor or contained rupture, but a substantial implant failure requiring medical intervention". Singulair was provided. This record is for the left side. Device has been explanted.